Event description:
It was reported by a customer in the USA that an 840 ventilator generated an error message indicating that the air proportional solenoid (psol) valve was stuck. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).